Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent. No damage was noted to the device packaging. No issues were noted removing the device from the hoop. The device was inspected prior to use with no issues noted. It was reported that resistance was encountered due to a very calcified vessel but excessive force was not used. It was reported that the stent fractured when advancing the device in the calcified mid lad. The damage to the stent was noted when the device was taken out of the patient and examined. The physician completed the procedure using another resolute stent. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.